Event description:
Patient states the clear insulin becomes cloudy after using the insulin syringes ultra fine needle. She sent the insulin back to the manufacturer and was told that it was medical grade silicone from the syringes that is making the insulin cloudy. There's nothing wrong with the medication. This has been going on for a year and a half. The patient has contacted the manufacturer, bd-embecta (becton, dickinson and company) several times and there has been no recourse.